Event description:
Additional information indicated that the patient's rv lead had eroded through the skin. It was noted that the patient has had an infection for about a year now and went to a plastic surgeon who hoped to bury the device under the muscle and clear up the skin infection. A revision procedure was performed and the device was explanted. It was noted that the physician had difficulty getting the device out of the pocket and grabbed the header and was cranking on it a bit which resulted in the header being able to move.

Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision procedure due an infection. Approximately one year later, the device had migrated towards the arm pit. The pocket was noted to be red and swollen and the device was sticking out at an angle; however, it was not eroding out of the skin. Another pocket revision was performed and the same device was moved more medially and blood cultures were taked to determine if an infection was present. Additional information indicated that the field representative has not received the results of the cultures taken. No further adverse patient effects were reported.

Manufacturer narrative:
This device is being analyzed. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the header and pg case noted that the header was partially separated from the pg case; body fluid contamination was noted underneath the header. There is a dent in the pg case near the header. There were also tool marks on the header and pg case along with indentations in the header where the tool dug into the header. Analysis concluded that the damage was induced during the explant procedure.